Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), 2012 the reporter contacted animas to report that on (B)(6), 2012 at 10:00 am the patient obtained the blood glucose reading of hi mg/dl (greater than 600 mg/dl). At that time, the patient experienced the symptom of feeling jittery. The patient visited her physician, who gave her an unspecified dose of insulin. Troubleshooting revealed the patient took off her pump that day, although she could not provide the reason for this. The patient reconnected the pump and was able to correct her blood glucose levels via the pump. It was determined there were no issues with the infusion site. The patient was unable to confirm what her basal rate setting was supposed to be, thus it could not be confirmed if the pump settings were correct. Total daily basal/bolus doses given correctly matched those programmed. It was also determined the patient was not performing the fill cannula step during priming, which could contribute to under-infusion of insulin. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by not filling the cannula during priming, and by removing the pump. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.